Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2010 and mesh was implanted. On (B)(6) 2010, the patient developed abdominal pain and went to the emergency room. A CT scan showed a recurrence of the hernia. She underwent surgery to attempt of repair the mesh. It was reported that the mesh had pulled away from the tack in the inferior aspect. The mesh was repacked. On (B)(6) 2016, the patient underwent surgery for recurrence of her incisional hernia. She presented with a chronic wound infection and underwent a surgical procedure to remove the area of the chronic periumbilical abdominal wound, including the umbilicus. It was necessary to separate the bowel from a particularly dense area of mesh/fibrosis. The small bowel was densely adherent to the old surgical mesh and metal tacks. No additional information was provided.